Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "nonspecific lymph congestion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone leakage," "nonspecific lymph congestion."

Event description:
Patient reported right side "silicone leakage," "nonspecific lymph congestion" diagnosed by thermography. Also reported breast implant illness, "throat discomfort," and "difficulty breathing" which were determined to be not device-related. Device remains implanted.